Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply seems that he has not been energized for a long time. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/20/2019. An investigation was conducted on 12/11/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its electrical function according to the service manual. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No smoke was observed when the power supply was turned on. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc, low current: 3.98 amps dc, high current: 5.99 amps dc, power supply test box mcv00010390 and power supply calibration mcv00030545. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply seems that he has not been energized for a long time. The hospital did not report any patient effects.